Event description:
The pump was returned for investigation. Investigation revealed that there was evidence of moisture contamination in the battery cap and a battery compartment leak. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 01/02/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/02/2014 with the following findings: during investigation, a review of the pump history showed dates from 10/20/2013-10/28/2013. There was no black box data for the date of the complaint on 10/8/2013. The current black box showed no evidence of excessive battery usage. The alarm history showed multiple replace battery alarms on 10/4/2013. Evaluation revealed evidence of moisture contamination on the underside of battery cap due to a battery compartment leak. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).